Event description:
On (B)(6) 2014, the customer reported he had a patient who developed eye inflammation two weeks postop. Initial investigation results confirm that the device lit is not related to any other cases and that the device serial number was manufactured within approved specifications, including the sterilization. No other information has been available. The manufacturer is working with the customer to investigate this case and will file a supplemental MDR with the agency when the investigation makes progress or is completed.